Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact returned the device to the service center with a report that the device did not pass the distal occlusion test, alarming out of specification. This did not indicate a reportable malfunction. However, during verification testing at the service center the device mechanism was received with all the valve pins missing, causing free flow when a cassette is loaded into device.